Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the monitor does not response when it is powered on. There was no patient involvement at the time the issue was discovered. Device was evaluated only by customer. There was no detailed information regarding the tests and inspection which customer did. Based on the information available and the testing conducted, the cause of the reported problem was defective power module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was operational after repairing the power module by customer. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name = (B)(6). H3 other text : customer evaluated the device.